Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that the pt was getting excessive check therapy pad and adjust belt messages, despite the garment being assembled properly the te's making contact with the pt's body. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (check te messages) has been confirmed. Upon evaluation, the pulse wire inside the distribution node was broken. The root cause for the broken wire cannot be positively determined, but is likely due to a faulty solder connection. Once the pulse wire was reflowed, the belt was fully functional. No adverse event resulted from the broken wire. The pt received a replacement electrode belt.